Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarms. (B)(4).

Event description:
The customer¿s father reported via phone call that the insulin pump had motor error alarms during basal delivery and multiple no delivery alarms. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer stated that the drive support cap appeared normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.